Manufacturer narrative:
H.6. Investigation: the batch history analysis was performed, quality notifications were verified, maintenance records and no deviation was found for this lot. Photos of the oral syringe were available for analysis in which it was possible to confirm the defect of foreign material - spot in function of the presented evidences. The defect was found in the plunger rod component that presented with degraded material and is related to burnt resin inside the injection cylinder of the press. H3 other text : see h.10.

Event description:
It has been reported that one oralpak 10ml p0,5ml clr 19 bls biosint has been found containing foreign matter during use. The following has been provided by the initial reporter: when using the doser it was noticed dark spots in the material. During evaluation of the claimed sample, we found that dark spots appear to be within the formation of the plastic in the plunger. Additional information: there was no damage to the patient/health professional.

Manufacturer narrative:
Correction: extra event description information provided. The following information has been updated: describe event or problem: it has been reported that one oralpak 10ml p0,5ml clr 19 bls biosint has been found containing foreign matter during use. The following has been provided by the initial reporter: when using the doser it was noticed dark spots in the material. During evaluation of the claimed sample, we found that dark spots appear to be within the formation of the plastic in the plunger. Additional information: there was no damage to the patient/health professional.

Event description:
It has been reported that one oralpak 10ml p0,5ml clr 19 bls biosint has been found containing foreign matter during use. The following has been provided by the initial reporter: when using the doser it was noticed dark spots in the material. During evaluation of the claimed sample, we found that dark spots appear to be within the formation of the plastic in the plunger. Additional information: there was no damage to the patient/health professional.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one oralpak 10ml p0,5ml clr 19 bls biosint has been found containing foreign matter during use. The following has been provided by the initial reporter: when using the doser it was noticed dark spots in the material.